Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection, electrical safety test, and functional tests were performed. A no display alarming error was identified, confirming the reported problem and identifying the alarm. An event history log review was performed and found system error 1026 alarms. The cause was determined to be a hardware problem of unknown origin. The device's textured gasket, piston foams, pump, pump filter, digital board and tubing were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified audible alarm occurred at start up on the homechoice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.